Event description:
It was reported that the right ventricular lead exhibited over sensing and noise. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the insulation was abraded at 6.0 cm to 6.2 cm and at 6.3 cm to 6.5 cm from the connector pin which likely contributed to the reported noise and over sensing. The abrasion was consistent with constant friction with another implantable device.